Manufacturer narrative:
(B)(4). The dates of the events were unspecified, however, described as the events initiated in the fall of 1994. The information came from literature article: ponferrada, l.p., et.al. A cluster of gram-negative peritonitis episodes associated with reuse of homechoice cycler cassettes and drain lines. Peritoneal dialysis international 1996; 16:636¿8. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported in a literature report that a peritoneal dialysis (pd) patient (pt) reused single use product while performing pd therapy on the homechoice (hc) device. On unreported dates, the pt had reused the homechoice cassettes and lines to save time. The patient had no problems associated with the reuse of these disposable products. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.